Manufacturer narrative:
A field service engineer was dispatched on 3/17/2016.the fse tried running controls 3 levels, 8 test each = 24 test cups. Received 2236 soter dropped cup at test cup 21. Observed no dropped cup in sorter whilc running remaining test cups, opened sorter cover and performed sorter scan, heard slightly metallic noise in y direction receiving 4033 up completionof sorter scan. After completion of run, manually moved sorter assy, observed and felt smooth operation, no grinding heard or felt. The fse verified all sorter alignments, all good, performed sorter test, no errors and smooth operation. Opened sorter drawer multiple times for multiple sorter scans, no grinding noise or errors. The fse found the unit plugged directly into wall outlet, corrected. Inspected if1 board, no issues. Ran remaining controls, no errors. Ran 3 patients, received one 4033, instrument continued to run. The customer will continue to run instrument. The fse will return on monday with additional parts. The fse also installed if1 board, error persists. Installed slv1 board, ran all controls, as well as 10 2729 patients, no errors. Customer to run more tomorrow and fse will check in with customer. Customer running instrument without errors and will followup later today.follow up, no further errors.there was no further action required by field service. The most probable cause of the reported event was a fault or failure of pcb, the slvi board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported sorter x and y errors 4033 and 4043 with their aia-1800 analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event,which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. .